Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that noise was observed on saved electrogram (egm) episodes for the right ventricular (rv) lead. Therefore reprogramming was done and the rv lead remains in use. No patient complications have been reported as a result of this event.